Manufacturer narrative:
(B)(4). Date of event is 2021, event day and month unknown. Captured as (B)(6) 2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported on a complaint on echelon flex and ecr reloads: according to oral information provided by the surgeon recently he noticed the quality of staple line during bariatric surgery got worse. When using ecr reloads, properly closed staples are not formed, and tissue is not stitched. Defects of stitching during procedures are noted. Besides of all during revision surgery concerning post-surgery complications, the surgeon determines staple line failure.